Event description:
Customer reported, a pt fell and lacerated the back of the head. During stapling the device couldn't be removed and had to be removed with a special cutter. A little bit of the staple was left, which must be removed later. (The piece of staple was visible on x-ray.)

Manufacturer narrative:
Reference MFR. Complaint #98011602th. Code 2200-no code given for removal by special cutter. The actual device was returned and evaluated. Visual inspection found the staple jammed on the anvil shelf. Staple was removed and the device functioned properly. Staple was removed and the device functioned properly. Misfire events can occur from uneven forward movement of the staple stack in its tracks. Mfg is investigating a possible corrective action or preventative action program to address stapler jamming.